Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet device, with the system displaying a low glucose alert and delivering progressively reduced insulin as the user announced meals; the user treated with oral fast-acting carbohydrates (honey), did not check ketones, and no professional medical intervention or hospitalization occurred. Symptoms included numbness associated with hypoglycemia. Outcomes included transient functional limitation that improved as glucose began to rise and did not result in long-term impairment. Investigation included complaint history review, device data review, and user education on hypoglycemia management and device learning behavior. Investigation of this case revealed no device malfunction and indicated appropriate automated insulin reduction consistent with device design and the user being insulin sensitive and early in the learning phase. It was concluded that hypoglycemia occurred with cause unclear, with device performance consistent with specifications and user factors contributing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.